Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a subsequent surgery to "repair a recurrent right side hernia." It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. This emdr represents the bard device #1. Additional emdr were submitted to represent the bard device #2 and bard device #3. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent a robotic bilateral hernia repair procedure to introduce two bard/davol 3dmax meshes into the patients peritoneal cavity to reinforce tissue affected by the hernia. Two 3dmax meshes, were used for the patient's surgery, specifically, a large right 3dmax (device #1) and a large left 3dmax (device #2) were implanted into the patient. On (B)(6) 2017: the patient underwent a subsequent surgery to "introduce repair a recurrent right side hernia." As reported, it was during this surgery that a bard/davol perfix plug (device #3), reference number (B)(4), was implanted into the patient. As reported, to this day, both the bard/davol right and left 3dmax meshes and the perfix plug remain implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and has difficulty digesting anything he consumes without pain and bloating. As alleged, the patient has sexual difficulty which has never been an issue prior to his multiple surgeries and these injuries were not present before the implantation of the bard/davol mesh products. As reported, as a direct and proximate result of the implanted mesh products into his body, the patient suffered, is suffering and/or will continue to suffer the abovementioned injuries. It is alleged that the patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective bard/davol mesh products.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent a robotic bilateral hernia repair procedure to introduce two bard/davol 3dmax meshes into the patients peritoneal cavity to reinforce tissue affected by the hernia. Two 3dmax meshes, were used for the patient's surgery, specifically, a large right 3dmax (device #1) and a large left 3dmax (device #2) were implanted into the patient. On (B)(6) 2017: the patient underwent a subsequent surgery to "introduce repair a recurrent right side hernia." As reported, it was during this surgery that a bard/davol perfix plug (device #3), reference number (B)(4), was implanted into the patient. As reported, to this day, both the bard/davol right and left 3dmax meshes and the perfix plug remain implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and has difficulty digesting anything he consumes without pain and bloating. As alleged, the patient has sexual difficulty which has never been an issue prior to his multiple surgeries and these injuries were not present before the implantation of the bard/davol mesh products. As reported, as a direct and proximate result of the implanted mesh products into his body, the patient suffered, is suffering and/or will continue to suffer the abovementioned injuries. It is alleged that the patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective bard/davol mesh products.

Manufacturer narrative:
Addendum to the initial report. This supplemental emdr is being sent to provide the lot number as well as expiration date and manufacture date for the 3dmax device implanted on the patient's right side.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the patient underwent a subsequent surgery to "repair a recurrent right side hernia." It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. No medical records have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum #1: addendum to the initial report. This supplemental emdr is being sent to provide the lot number as well as expiration date and manufacture date for the 3dmax device implanted on the patient's right side. Addendum #2: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 1 year post implant of 3dmax mesh patient was diagnosed with hernia recurrence, abdominal pain and migration thereby underwent repair. The instructions-for-use supplied with the device lists hernia recurrence, pain and migration as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. This supplemental emdr represents the 3dmax (device #1). Additional supplemental emdr's were submitted to represent the 3dmax (device #2) and perfix plug (device #3). Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2016: the patient underwent a robotic bilateral hernia repair procedure to introduce two bard/davol 3dmax meshes into the patients peritoneal cavity to reinforce tissue affected by the hernia. Two 3dmax meshes, were used for the patient's surgery, specifically, a large right 3dmax (device #1) and a large left 3dmax (device #2) were implanted into the patient. (B)(6) 2017: the patient underwent a subsequent surgery to "introduce repair a recurrent right side hernia." As reported, it was during this surgery that a bard/davol perfix plug (device #3), reference number 0112970, was implanted into the patient. As reported, to this day, both the bard/davol right and left 3dmax meshes and the perfix plug remain implanted in the patient. It is alleged that the patient has experienced and continues to experience stomach pain and recurring hernias since the multiple procedures and hernia mesh implants and has difficulty digesting anything he consumes without pain and bloating. As alleged, the patient has sexual difficulty which has never been an issue prior to his multiple surgeries and these injuries were not present before the implantation of the bard/davol mesh products. As reported, as a direct and proximate result of the implanted mesh products into his body, the patient suffered, is suffering and/or will continue to suffer the abovementioned injuries. It is alleged that the patient has suffered serious bodily injures that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective bard/davol mesh products. Addendum per additional information: (B)(6) 2016 - patient was diagnosed with bilateral indirect inguinal hernia thereby underwent robotic repair with the implant of 3dmax mesh (device #1 and device #2). Per operative notes, ¿ adhesions in lower abdomen were taken down. Bilateral inguinal hernia was visualized. The defect appeared to be in indirect spaces were lateral to the epigastric vessels. The hernia sac along the spermatic cord was dissected. A large 3dmax mesh (device #1) was placed over the pubic symphysis, the tail along the lateral abdominal wall and the base of the mesh covering the base of the spermatic cord with the hernia sac. There were several centimeters of overlap over the hernia defect with the mesh. The defect in the peritoneum was closed using a suture. The hernia on the left side was also within the indirect space and was moderate in size. The contents were completely reduced and the large 3dmax mesh (device #2) was placed on the left side. The peritoneum was also closed with suture.¿ (B)(6) 2017 - patient was diagnosed with pain, recurrent right inguinal hernia thereby underwent open repair with the implant of perfix plug(device #3). Per operative notes, ¿the mesh (device #1) was pulled higher than the hernia was noticed. Hernia sac of the cord structures all the way upto the deep ring was dissected. The sac was opened, and contents was reduced into preperitoneal space. The large perfix plug (device #3) was placed into the space and secured with multiple stitches and a patch was placed and stitched to the internal oblique muscle. The mesh was encircling the cord structures and internal ring recreated. The mesh was sitting flat without any tension.¿ attorney alleges that the patient had pain & suffering, mesh migration, and hernia recurrence.